Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2005. It was reported that his stimulation has changed and has become slightly painful. The pt has since turned his stimulation off. A consultation with the pt's physician has been scheduled for further interrogation of his scs sys.